Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the tissue was getting stuck in the jaws and the vessel sealer extend was not cutting properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the tissue that was stuck to the jaws was released with another instrument. The sealing was not functioning properly. The vessel sealer extend was not clamping down on the tissue. The customer was trying to cut through adhesions at the time. The vessel sealer extend was switched out early on in the procedure. No tissue was excised due to this event. There was no additional bleeding caused due to this issue. This event did not impact the procedure. The vessel sealer extend was switched out and surgeon kept going. There was no concern about this event causing any long-term complications with the patient. The patient is stable. The surgeon believes it was a malfunction of the vessel sealer extend. When they observed they did not see any damage or abnormalities. The procedure was completed robotically. There are no photos or videos available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tissue was getting stuck in the jaws and the vessel sealer extend (vse) was not cutting properly, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the vse failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.